Event description:
A ventilator was returned to the manufacturer for pressure issues. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and flow sensor assembly were replaced to address the issue.